Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump intermittently flashed a black screen with a spinning circle and entered a reboot loop, after which the device displayed alert 41 indicating an insulin shaft rewind error; the right side of the screen appeared slightly fuzzy, and the user experienced prolonged hyperglycemia while the pump was not delivering insulin and used subcutaneous insulin injections to correct. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention with medication and a delay to therapy, with potential for a missed dose during the malfunction period. Investigation included communications and interviews with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem associated with failure to infuse and implicated the firmware as the affected component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.